Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent due to additional information provided by the patient's attorney. The legal claim provided alleges the patient underwent a revision procedure as well as implant of the bard flat mesh during the (B)(6) 2007 procedure. It was also alleged the patient experienced prolapse, scarring, erosion and pain. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following is based on a review of medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2006 - the patient was diagnosed with vaginal vault prolapse and underwent robotic assisted lap sacral colposuspension with implant of a non-bard davol collagen matrix graft. On (B)(6) 2007 - the patient was diagnosed with stress urinary incontinence and underwent cystoscopy with implant of a non-bard/davol pubovaginal sling. On (B)(6) 2007 - per the legal claim the patient underwent a revision procedure. Medical records also indicate the patient underwent an abdominal sacrocolpopexy with implant of bard flat mesh. The attorney's legal claim alleges the patient experienced pain, erosion, urinary problems, bowel problems, recurrence and vaginal scarring.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Based on the information provided, there is no way to determine if the bard/davol flat mesh may have caused or contributed to the problems experienced after implant of the mesh due to the limited amount of information provided and the multiple pelvic procedures involving multiple implants of non-bard/davol mesh. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer

Event description:
The following is based on a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 2006 - patient underwent robotic assisted lap sacral colposuspension with implant of a non-bard/davol xenform graft. (B)(6) 2007 - patent underwent cystoscopy with implant of a non-bard/davol pubovaginal sling to treat stress urinary incontinence. (B)(6) 2007 - the patient underwent an abdominal sacrocolpopexy with implant of a bard/davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.